Event description:
Procedure: lap total gastrectomy. According to the report: when the tube was inserted, white plastic part between tube and anvil, then anvil remained in cavity. Using the detached tube, anvil was pushed and retrieved safely. Another device was used. There was no bleeding, but the procedure was extended for more than 30 mins. No further pt info is available.

Manufacturer narrative:
Date initial report sent: 09/04/2009.